Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure of this implantable cardioverter defibrillator (ICD), a defibrillation threshold (dft) test was performed but was unable to convert at seventeen joules. The pocket was then re-opened for revision. Additional information was obtained indicating that the patient was brought back a month after for a non invasive programmed stimulation in which the defibrillation testing was successful. This ICD remains in service. No adverse patient effects were reported.